Manufacturer narrative:
Covidien verified the failure. The user interface (ui) printed circuit board (pcb) with liquid crystal display (lcd) was replaced and the device passed testing. (B)(4).

Event description:
The customer reported that the audio alarm failed. The default was noted during the auto-check of unit. No pt involvement.